Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6)male was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp was successfully implanted, the patient experienced persistent bleeding at the impella cp insertion site following a failed perclose. An 8fr angioseal was deployed and hemostasis was achieved. No new oozing was noted. Additionally, it was reported when the pump was crossing the aortic valve, the wire was pulled back and the pump was inadvertently pulled back behind the value, preventing it from being advanced. The pump was then removed, reinserted and started without issue after repeating the insertion process.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.